Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had been alarming no delivery. The patient's blood glucose at one point was 537 mg/dl. The patient had moderate ketones. The patient treated via manual insulin injection. Troubleshooting was declined; the mother wanted a new insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to verify excessive no delivery alarm due to motor error alarm noted however, the motor was tested outside of the device and passed. The pump passed operating current and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.